Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 414mg/dl and a correction bolus was delivered to address the bg level. Upon investigation, it was found that the customer accidentally turned on an incorrect personal profile causing the bg level. Tandem technical support guided the customer through switching personal profiles. Recommendation was made to consult with their health care provider to discuss diabetes management.